Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified: opening and white classification in the surface of the shell and crease fold. Leak test was performed and found opening in the posterior . A microscopic analysis was performed which identify opening striated in the posterior . The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening in the posterior side assessed as surgical damage. Opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade ii, and exchange. Healthcare professional additionally reported right side capsular contracture, baker grade IV and "particles in valve". Device has been explanted and replaced.